Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that more than the expected amount of medication was remaining in the smiths medical cadd medication cassette reservoir. It was reported that the cassette reservoir was filled with 100 ml of medical fluid with a reported delivery of "3.4 ml x 24h = 81.6ml." Per reporter about 30ml remained instead of the expected approximate 20ml. It was reported that subsequently the cassette was switched to the part number that had been used previously and the accuracy returned to "almost normal." No adverse patient effects were reported.

Manufacturer narrative:
A smiths medical cadd reservoir cassette was returned for analysis and no fault was found with the cassette. During testing, no problems could be replicated. The original complaint about the flow rate could not be confirmed as during all laboratory testing with the returned cassette, the cassette performed within specifications.